Event description:
Customer reported that on (B)(6) 2013 at 11:00 am he began "sweating" and experienced "fatigue and dizziness", but when he attempted to test using his adc blood glucose meter, the test did not start, which prevented him from receiving a result. Customer denied self-treating, but self-presented to a local healthcare facility. At the hospital customer was diagnosed with hypoglycemia. Customer initially reported he received insulin and an intravenous infusion of unknown type, but upon follow-up the customer wasn't able to remember the exact treatment he received; just that he had been diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation utilizing the returned meter and returned test strips has determined the complaint was not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.